Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50. Serial: (B)(6). Batch: 5018287.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite trying other programs. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively. The explanted device components were discarded by the facility.